Event description:
The customer reports the device fails to work when plugged into ac power, the ac light does not come on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device fails to work when plugged into ac power, the ac light does not come on. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.